Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one month post implant, an x-ray revealed this right ventricular lead had dislodged due to the device migration. A revision procedure was performed, this lead was successfully repositioned. No adverse patient effects were reported.